Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volt for 4 consecutive hours due to connector resistance electrical board 6/electrical board 1. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board 6/electrical board 1, the insulin pump was monitored and functioned properly. Pump error 25 and unexpected battery power loss were found on october 14, 2021 at 01:00:00.000 in the history. The insulin pump was cut open to perform a visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cracked retainer, cracked reservoir tube lip, label damage (serial number), keypad overlay texture damage and pillowing keypad overlay were noted during visual inspection. Pump error 25 and unexpected battery power loss found was confirmed due to a connector resistance issue with the electrical board 6 connector on electrical board a 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected battery power loss. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer changed batteries and alert recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.